Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise. Additionally, loss of capture was observed. There was a concern the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.